Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that on the fourth day after placement, a drug leak occurred from the extension tube during use.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Five photographs and one 24g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak in the extension tubing. A microscopic examination revealed a breach in the tubing. As it was reported that the leak was detected after 4 days of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.